Event description:
It was reported that the compressor did not work properly. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with compressor failing to work properly has been confirmed during evaluation of received problem description. Our field service engineer (fse) was on-site for further investigation and found out that the compressor's motor was defective and required replacement. No part was replaced as the customer had decided to take the affected compressor out of use. The only information received regarding this complaint is the information stated in the problem description, which is insufficient to determine the root cause of the reported failure. Given this, we have not been able to confirm the issue nor can we identify any root cause.

Event description:
Manufacturer's ref.#: (B)(4).